Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty connector (cracked) was observed. Therefore, it was determined that the reported phenomenon, ¿e226 error (scope communication error)¿, occurred because the video function did not work properly due to faulty connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[dangers, warnings, and cautions]: ¿ do not strike the camera head. The camera head may be damaged. ¿ do not hit or bend the electrical contacts on the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a cracked connector. It was also noted that the cable unit was scratched and the coupler unit was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd 3cmos camera head had an e226 communication error. It was not possible to connect the connector to the processor. There were no reports harm associated with the event.